Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the moderately tortuous and heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device ultimately resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The procedure was to treat a moderately tortuous and heavily calcified lesion in the left anterior descending artery. The 3.5 x 18 mm xience alpine stent delivery system (sds) met resistance during advancement to the lesion which resulted in the stent implant dislodging from the balloon into the anatomy. A snare device was used to retrieve the dislodged stent successfully. Another sds was used to complete the case successfully. No additional information was provided.